Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer reported using cartridge beyond labeling. Customer changed pump supplies to address the issue and resumed insulin delivery. There was no reported adverse impact.